Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
It was reported the patient received the following results, with two different inform systems, within 10 minutes: 351 mg/dl and 356 mg/dl (system 1), and 161 mg/dl and 152 mg/dl (system 2). No adverse event reported. The same strip vial was used for both inform systems and results. Return of the suspect device was requested for evaluation.